Event description:
Complainant alleged that after a performed defibrillation to a patient (age & gender unknown) with external defibrillator paddles; the device was left on as the doctor removed the external paddles and attached electrodes pads to perform percutanous pacing of the patient. Upon application of the electrode pads to the patient, the doctor reportedly touched the electrode's conductive gel and received an unintended delivery of energy, the doctor reported that the delivery of enegergy was the like of a static electricity shock and not that of defibrillation. There was no indication of an advere effect to the patient due to the reported malfunction. There was also no indication of an adverse effect to the doctor due to the reported malfunction.